Event description:
It was reported during an in-clinic follow-up, dislodgment of the left ventricular (lv) lead was noted. X-ray confirmed the lv lead had dislodged. The physician elected to explant the lv lead and replace it with a new one. The patient¿s condition remained stable.